Event description:
The customer reported that the system displayed a communication failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system is to be fixed by biomed. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.